Manufacturer narrative:
A mz1000-br product was not available for investigation of (B)(6); however, the customer confirmed that the complaint sample was from lot: 24045592. The feedback provided by the customer states that, "the injector does not effectively connect to the perfusor, posing a risk of accidental disconnection." No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot: 24045592 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature.

Event description:
It was reported that bd maxzero needless connector was separated. The following information was received by the initial reporter with the following: it was observed that the injector does not effectively connect to the perfusor, posing a risk of accidental disconnection during continuous infusions.